Manufacturer narrative:
Manufacturer's investigation conclusion: this per was determined to be a duplicate to MFR# 2916596-2019-04141. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The account reported the patient experienced a hemorrhagic cerebrovascular accident. No further information was reported